Manufacturer narrative:
The explanted pump was returned for evaluation. The reported low speed and pump stop alarms were confirmed per the evaluation of the submitted system controller log file. Furthermore, percutaneous lead (driveline) damage was confirmed per the evaluation of the returned portion of the driveline. The submitted system controller log file confirmed a pump stoppage on (B)(6) 2017 and instances of low speed operations on (B)(6) 2017 and between (B)(6) 2017 to (B)(6) 2017. These events occurred while the system was on the power module. The patient underwent a percutaneous lead (driveline) replacement on (B)(6) 2017. However, red heart alarms reoccurred with movement after the replacement. The patient underwent a pump exchange on (B)(6) 2017. There were no further issues reported. A section of driveline, approximately 19.5 inches long from the connector, was returned for evaluation after the driveline repair. The driveline had undergone a clam shell repair. Rescue tape was present at approximately 4.5 inches and approximately 16.5 inches from the metal connector, and damage to the outer jacket was identified below the tape. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts prior to removing the bionate layer. No damage to the bionate layer was observed. Breakdown of the metal shielding was identified throughout the returned portion of the driveline. Visual inspection of the wires found no fractures or breaches. The driveline was submerged in a saline bath for high-potential testing to check the resistance of each wire's insulation. The test did not reveal any current leakage in the insulation of any of the wires that would have resulted in an electrical short. The pump was returned with the driveline cut approximately 2.5 inches from the pump housing, and the severed portion of the driveline was not returned. The sealed inflow conduit was not returned. The bend relief collar was not returned. No damage to the outer jacket was observed. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts prior to removing the bionate layer. No damage to the bionate layer was observed. Minor breakdown of the metal shielding was identified near the pump housing. Initial visual inspection of the wires found no fractures or breaches. The driveline was submerged in a saline bath for high-potential testing to check the resistance of each wire's insulation. The test revealed a current leakage in the insulation of the brown wire that would have resulted in an electrical short. A second visual inspection identified a breach in the insulation at the pump housing on the brown wire. The damage appeared to be consistent with fatigue damage due to repetitive flexing on the wire at this location. As a result of the damage to the insulation, the underlying brown wire conductor was exposed. The reported red heart alarms would have occurred as a result of the exposed conductors of one wire contacting the braided shielding when the device was supported by the power module. No further driveline damage was identified. No depositions were identified inside the pump. The rotor bearing ball became unseated during disassembly, however, no anomalies were identified with the bearing ball or its bore. The pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 3 years and 4 months. The replaced portion of the external driveline was received for investigation. The evaluation is not yet complete. The pump is expected to be returned for evaluation but has not been received. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the patient presented to the clinic with reports of multiple alarms. System controller history interrogation revealed low speed advisory and low flow alarms. It was reported that the pump speed went as low as the 2000rpm range, with no pump stoppages noted in the history. Log file analysis completed by the manufacturer's technical services representative additionally revealed a pump stoppage event when the lvad system was connected to the power module. X-ray images did not reveal obvious areas of concern on the driveline. On (B)(6) 2017, a distal end percutaneous lead (driveline) replacement procedure was performed. Unspecified short to shield issues continued to occur and the patient was provided with an ungrounded power module patient cable. The patient was asymptomatic during the events. A malposition of the pump was also reported, and on (B)(6) 2017, the patient underwent repositioning of the lvad system in addition to a pump exchange via left thoracotomy and lower hemisternotomy. No additional information was provided.